Event description:
It was reported the product model number printed on the outer box was 101/860/080cz. However, the package in it said 100/860/080. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. The unit box (japan unique shelf box) and the package (unopened) were returned. Results: as a result of checking the label and the product, it was confirmed that there was a difference between the label on the unit box and the package. Unit box / japanese label :101/860/080cz, lot#4219600; package / japanese label /english label / product:100/860/080, lot#4038636. In addition, the product in the package and the contents of the english and japanese label on the package are all 100/860/080. In our manufacturing process, the label on the unit box and the label on the package are attached at the same timing, and the labeling work is performed continuously. Therefore, the unit box and the package are labeled with the same product # and lot#. As result of checking of manufacturing record of each lot to confirm the possibility of labeling error, the dates of manufacture of each lot do not overlap. And there was no record of opening the unit box after the label was attached. For this reason, we have determined that there is no possibility that this event will occur during handling during storage until shipment. The reported event was confirmed. Root cause analysis determined the issue occured after shipment from the manufacturing site. We will report the occurrence of this event to the overseas manufacturer and the person in charge of the manufacturing department, record it in the database, and monitor the future occurrence situation. A DHR (device history review) was performed an no problems, discrepancies or issues were identified during this DHR review.